Event description:
It was reported to philips that the shock is not delivering. This was further clarified by a philips fse as the device was unable to shock as it would not turn on. There was no reported patient involvement